Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Right plunger was found badly broken also broken plunger lever were found at visual inspection. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the pump had been dropped or mishandled by the customer. Actions were taken to mitigate the reported issue: replaced right plunger case and reassembled the whole plunge assembly. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had a broken syringe handle. No patient injury was reported.